Event description:
A company in (B)(6) called chill-out represented that their cryotherapy treatments could help alleviate my rheumatoid arthritis, for which I have suffered for 34 years. I was given 6 treatments and I felt intense burning in my arms from the beginning. I immediately complained about the burning to the tech operating the equipment and she assured me that the burning was good because it indicated that it was working on my active arthritis in my arms. This and another tech during my last treatment were the only persons I saw throughout my treatments and I saw no indication that they were being supervised. I continued to feel pain and discomfort and at around the last treatment, my arms started scabbing. Shortly thereafter, I was informed by a physician that my arms were deeply burned. I sought treatment from my dermatologist, who informed me my arms were scared from the cryotherapy and that the scars are most likely permanent. When I came back to the office and showed my arms to one of the technicians, she was horrified and upset. When I finally saw the chiropractor, he acted indifferent and in a very condescending manner, he said that I should have turned as to imply that it was my fault because I should have known to turn. I was never told about the need to turn. Instead, I was told that the burning meant that it was attacking the arthritis. In addition, I was never advised or otherwise warned that this therapy could result in burns and permanent scarring to my body. When my lawyer asked chill out for a copy of my records, we were told that I signed a waiver of liability and that they are a very small business that is not profitable and that they do not have any liability coverage. I am not as concerned about getting compensated, but more concerned that many others will be hurt by this equipment and the persons operating it. This is dangerous equipment. In my mind, it is similar to other devices that can cause burns, like x-rays. This therapy is unreasonably dangerous, especially where the technicians are inadequately trained and supervised. I am also concerned that operators of this equipment can treat pts without providing adequate warnings, without properly trained and supervised technicians without any liability coverage.